Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient noticed about a week after the implant that they were not getting effective therapy. The caller also noted that the patient had short circuits on contacts c1, c2, c3, and 12. The patient was programmed on c+1- up until today. There were no further complications reported.